Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 10 months following the implant of a transcatheter valve, an echocardiogram was performed that revealed moderate to severe aortic regurgitation due to a small stent fracture at the non-coronary cusp (ncc) side of the valve. Additional information was received indicating that the aortic regurgitation was a paravalvular leak. This was revealed on transesop hageal echocardiogram and no treatment was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 10 months following the implant of a transcatheter valve, an echocardiogram was performed that revealed moderate to severe aortic regurgitation due to a small stent fracture at the non-coronary cusp (ncc) side of the valve.